Manufacturer narrative:
Batch review performed on 21 april 2021: lot 2000393: (B)(4) items manufactured and released on 3-aug-2020. Expiration date: 2025-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the insert and the surgery was completed successfully.